Event description:
It was reported that the balloon would not deflate and had to be cut to remove the catheter from the patient. The healthcare professional was able to remove the catheter by cutting the catheter to allow a small amount of fluid to drain. The healthcare professional gently applied traction and made a further incision in the balloon to allow enough water to drain from the balloon to remove the catheter. There was approximately 3mls of water left in the balloon that caused some ureteral irritation and small amount of bleeding upon removal. The patient had haematuria and pain with urination post removal. The healthcare provider reported that this was expected post the patients surgery, and may not have been related to the traumatic removal. The patient required analgesia for pain relief post removal, however further medical intervention was not required.

Manufacturer narrative:
The reported issue was inconclusive. The evaluation could not be conducted on the returned due to poor sample condition. Thus, the reported event could not be confirmed without testing the sample. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not deflate and had to be cut to remove the catheter from the patient. The healthcare professional was able to remove the catheter by cutting the catheter to allow a small amount of fluid to drain. The healthcare professional gently applied traction and made a further incision in the balloon to allow enough water to drain from the balloon to remove the catheter. There was approximately 3 mls of water left in the balloon that caused some ureteral irritation and small amount of bleeding upon removal. The patient had haematuria and pain with urination post removal. The healthcare provider reported that this was expected post the patients surgery, and may not have been related to the traumatic removal. The patient required analgesia for pain relief post removal, however further medical intervention was not required.